Event description:
It was reported that the patient experienced unspecified issues with his spectra concealable penile prosthesis (spp). The spp was removed due to unknown reason and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The spp was not removed due to any issues with it, but it was only used as a filler before a ipp could be placed. The patient had a non bsc implant prior that became infected and that is why the spp was placed.